Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable no longer charges the pump. The customer's blood glucose level was 116 mg/dl. Customer was able to use an alternate cable to charge the pump.